Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the complaint device was received and evaluated. Visual observation indicates the device is in worn condition possibly from repeated heavy use. The drill bit has striations from heavy use. This complaint can be confirmed and the failure could be attributed to normal field wear. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4) ¿ incomplete. Depuy mitek has been informed that the lot number is not available.

Event description:
It was reported via phone by the sales rep, that during a biceps procedure, the customer's gii drill bit would not engage in the bone. They swapped the device with another like device from the other set to complete the procedure. There were no patient consequences or delays. The device is being returned.